Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope switch 1 was frozen and did not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the insertion section was bent, the tube angle was insufficient, the operation section main body fluid had a leak, the insertion section forceps channel had a air leak, the insertion section guide had liquid leakage at the insertion part, the curved rubber adhesive part was cloudy, and the insertion part soft tube was scratched, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.